Manufacturer narrative:
The manufacturer previously reported insufficient information in previous report. The following correction has been updated in this report. Box h: (device) problem code grid, evaluation results code grid, conclusion code grid have been updated.

Event description:
The manufacturer received information alleging an issue related to rep dreamstation auto CPAP. The patient has alleged visualization of black specs. There was no report of patient harm or injury. The device was returned to manufacturer service center. An internal and external visual inspection was completed and found white foam particles in the airpath. There were secondary findings like dust particles. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.